Manufacturer narrative:
The manufacturer received information from a third-party distributor that a ventilator is not operative on a garbin evo device. There was no serious patient harm or injury that occurred or was reported. The garbin evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that third-party service technician observed the error code, machine flow drift high (e-0155) in the device's error log. In conclusion, the device's machine flow sensor needs to be replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the blower needs to be replaced for an additional error code, motor controller force shutdown (e-0144), that was observed in the device's error code which was unrelated to the reportable issue. The air foam inlet filter and particulate filter for preventative maintenance which was unrelated to the reportable issue. The in-line filter, low flow o2 tubing, and system printed circuit assembly (pca) tubing needs to be replaced for contamination which was unrelated to the reportable issue. A final report is being submitted. If new information becomes available a supplemental report will be completed.

Event description:
The manufacturer received information from a third-party distributor that a ventilator is not operative on a garbin evo device. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.